Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured and delivered according to all applicable procedures. Sterilization records show that device was sterilized as per applicable procedures.

Event description:
Reportedly, on (B)(6) 2024, the patient visited the hospital as the device body was exposed outside the body due to pressure necrosis of the skin. Only the device was replaced to the same model due to the risk of infection. No problems were identified with the function or operation prior to replacement. Ra lead: rf45d (s/n (B)(6), rv lead: rf46d (s/n (B)(6).

Manufacturer narrative:
The subject pacemaker was implanted on (B)(6) 2024. Its expiration date was 27 september 2025: it was implanted before its expiration date. Review of the manufacturing and of the sterilization records the manufacturing and sterilization processes as well as device history reports show that the device has been manufactured and delivered to the field following all applicable procedures. It should be noted that pocket erosion is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, on (B)(6) 2024, the patient visited the hospital as the device body was exposed outside the body due to pressure necrosis of the skin. Only the device was replaced to the same model due to the risk of infection. No problems were identified with the function or operation prior to replacement. Ra lead: rf45d (s/n (B)(6)), rv lead: rf46d (s/n (B)(6)).